Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure was completed by using the mobile surgery system. The philips field service engineer (fse) inspected the system onsite and found ippc disk errors. Upon troubleshooting actions, fse reloaded the software and recreated the image storage but issue was reoccurred again. Fse replaced the ippc and the hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not save images and displayed the message "exposure not allowed, another application". The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the ip-pc and the hard disks. The device was returned to expected functionality.